Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reported the sample was received in packaging in tact and undamaged. The product was misbranded due to a line clearance issue. Investigation concluded a part from the previous order remained left behind and inadvertently packaged it with the current order. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is valid from a manufacturing perspective. Based on severity, occurrences and risk assessment a corrective action will not be initiated.

Event description:
It was reported that a package that contained the wrong screw. The package was labeled as 2.4mm locking screw 14mm. The product inside the package appeared to be a 1.5mm cortex screw, 7mm - 8mm in length and not the 2.4mm locking screw 14mm in length.